Event description:
A power source alert 07 was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The caller resolved the issue by using the tandem charging cable and wall adapter, allowing the pump to begin charging without further assistance needed.